Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic right hemicolectomy for transverse colon cancer, one of the release tabs of the endoscope adapter (ea) was found to be missing towards the end of the procedure. To confirm that the release tab had not fallen into the patient, a computed tomography (CT) scan was taken of the abdominal cavity after the wound had been closed. The release tab could not be seen in the CT scan nor found within the operating room, so the surgical team concluded that the release tab was most likely missing from the start. The surgery time was extended by upwards of 30 minutes. There was no patient injury.